Event description:
Please refer to report 0009613350 - 2019 - 00422.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. Additional and corrected information are filled in the following fields: DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trigger considering the following event is identified: fracture event description: according to a user report which was filed to bfarm on (B)(6) 2019 a rasp adapter with length marking cracked during a revision surgery on (B)(6) 2019. Review of received data: - bfarm cover letter with case number (B)(4). Regarding revitan rasp adapter bfarm user report: product: rasp adapter with length marking (ref: (B)(4). Event date:(B)(6) 2019. Event description: during a revision surgery due to periprosthetic fracture, after removal of a loosened prosthesis the femur was rasped. A short 140 mm rasp, attached to the rasp adapter, was impacted. However, during extraction a high resistance was encountered. The rasp had to be extracted with hammer blows on the crossbar positioned in the distal bore hole. After many hammer blows a fatigue fracture occurred at the distal bore hole of the rasp adapter. Luckily, the rasp could be extracted by using the proximal bore hole of the rasp adapter. The bone was not damaged. For further rasping the prosthesis adapter was used instead of the rasp adapter. No harm was done to the patient. Device analysis: visual examination: the rasp adapter has been received for investigation. The crossbar has not been received. The locking mechanism including slider with well legible length marking is inconspicuous and works as intended. On the distal half of the device countless scratches and indentations from hammer blows can be seen. The proximal bore hole has a few indentations on its' rim, otherwise, nothing conspicuous to report. The distal bore hole shows in total four cracks starting on both sides of the bore hole, where the wall thickness is the least and from both bore hole entrances. The hitting plate shows indentations from hammer blows. Based on this visual examination the reported event can be confirmed. - measurements: to ensure the rasp adapter has correct dimensions, relevant characteristics according to product drawing 063.238.250 rev 03 were measured with caliper z 7568. Characteristic no. 01 feature inner diameter of proximal bore hole 12.2 +0.15/0 -specification: max. 12.35 mm; min. 12.20 mm -measured value: 12.22 mm conclusion: the inner proximal bore hole diameter of the rasp adapter is within specification. Characteristic no. 01 feature outer diameter of proximal bore hole 18 +0.2/-0.2 specification: max. 18.2 mm; min. 17.8 mm measured value: 18.05 mm conclusion: the outer proximal bore hole diameter of the rasp adapter is within specification. Review of product documentation: this device is intended for treatment. Compatibility: compatibility check could not be performed as only one product has been reported. Inspection plan sap doc no. 19529 rev. 03: characteristic no. 01 feature bore hole (12.2 +0.15/0) with scope of testing: 100%. Means of inspection: caliper characteristic no. 02 feature functional test of assembly with scope of testing: 100%. Means of inspection: gauge 063.228.823-v50 characteristic no. 03 feature surface inspection with scope of testing: 100%. Means of inspection: visual characteristic no. 04 feature laser welding and general requirements aau q.20.060 with scope of testing: 100%. Means of inspection: visual characteristic no. 05 feature hardening and tempering of material 1.4021 / 1.2082 aau q.26.252 with scope of testing: 100%. Means of inspection: visual characteristic no. 06 feature hardening and tempering of material 1.4057 / 1.2787 aau q.26.255 with scope of testing: 100%. Means of inspection: visual during incoming inspection all 11 parts of material ref: (B)(4). Lot: 12.783902 have been inspected according to inspection plan 19529 rev 03 and were found to be conforming. Root cause analysis: root cause determination using sap: - instrument breaks, deforms, diverges impairing its function due to inadequate design for intended performance => not possible, as a systematic issue with design would have been detected as part of complaint investigation or in the current pms process. - instrument breaks, deforms, diverges impairing its function due to mechanical properties of material insufficient => not possible, as according to material compatibility specification the material has been tested. Further, a systematic issue with material properties would have been detected as part of complaint investigation or in the current pms process. - fracture of instrument due to general corrosion (crevice, pitting, galvanic) => not possible, as no corrosion has been identified during investigation. - instrument breaks, deforms, diverges impairing its function due to excessive deterioration of instrument during long term use => possible, as this device was manufctured in 2012 and is repeatedly exposed to high forces, especially bending forces. - instrument breaks, deforms due to off-label/ abnormal-use => not possible, as based on the visual examination no off-label use was identified. Conclusion: during the attempt to remove the rasp with the rasp adapter using hammer blows on the cross bar which was inserted in the distal bore hole of the rasp adapter, the distal bore hole of the rasp adapter cracked. The rasp could be extracted by using the proximal bore hole of the rasp adapter. The bone was not damaged and there was no harm to the patient reported. The visual examination confirmed the reported event. The distal bore hole shows four cracks starting on both side of the bore hole and on both entrances of the bore hole. The inner and outer diameter of the proximal bore hole, which is still intact, were measured with a caliper and found to be according to specification. This device was manufactured in 2012. All devices from this lot (ref: (B)(4)., lot: 12.783902) have been inspected during incoming inspection. The dimensions as well as the material conformity certificates were reviewed and found to be according to specification. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. The investigation results did not identify a non-conformance or a complaint out of box (coob). In addition, the complaint history search showed that to date this is the first complaint filed for this device in 2019. Based on the investigation, the most likely root cause for the reported event, is a fatigue fracture of the distal bore hole due to repeated application of bending forces applied during hammer blows on the crossbar over the years since 2012. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Attempts to obtain additional information have been made; however, no more is available. Notes: the implantation and explantation dates are left empty as the device involved in this complaint is an instrument. Hence, no expiration date is captured, for the same reason. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that during surgery the rasp adapters has been knocked out and made considerable resistance. The surgeon had to hit the anti-rotation rod with hammer and fatigue cracks occurred at the distal hole of the rasp adapter. Further rasping of the femur took place with the denture holder. No harm done to the patient.